Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 17,1 mmol/l and 2,1 mmol/l. It was further reported that the customer was not feeling well at the time of the incident, but symptoms were not specified.